Manufacturer narrative:
The instrument was not returned, however, the tip cover accessory used with the instrument was returned and evaluated. Engineering evaluation found the tip cover to be damaged in two locations at the silicone overmold. There is a hole at the midpoint of the silicone, located near one of the silicone parting lines. The hole has a crater-like appearance, with a smaller diameter on the inner surface of the overmold, and material removed on the outer surface. Hold appears to be energy/heat related. Engineering also observed a tear and an adjacent oblong shaped hole roughly 180 degrees away and .125" below the hole. The tear does not penetrate through the silicone and appears to have been created by a collision with a sharp object. The oblong hole has a similar damage characteristics (crater-like appearance) as the round hole, suggesting heat/electrical energy caused the hole. Likely that as cautery was activated, electrical energy found a path to escape through the silicone, burning a hole. Site previously returned a tip cover with a hole burned in it. (See MDR 2955842-2007-00192).

Event description:
It was reported that during a prostatectomy procedure the surgeon noticed a hole near the tip of the monopolar curved scissors instrument tip cover accessory. Both the tip cover and the monopolar curved scissors instrument were removed and the procedure was successfully completed by replacing the tip cover. The procedure was not significantly lengthened. No pt harm, adverse outcome or injury was reported.